Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise due to electro-magnetic interference (emi) with no oversensing and low pacing impedance. No intervention was performed. The patient was in stable condition.